Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and ams monarc subfascial hammock were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat symptomatic cystocele, and rectocele and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, urinary problems, and dyspareunia. It was reported that the patient underwent mesh removal on (B)(6) 2013 due to vaginal mesh erosion, vaginal pain and posterior vaginal prolapse. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure concurrently with transobturator tape urethropexy (monarc subfascial hammock) on (B)(6) 2011 due to symptomatic cystocele, rectocele, stress urinary incontinence and meshes were implanted. It was reported that following insertion the patient experienced pain, urinary problems, and dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).